Event description:
It was reported that when checking the atrial lead impedance in bipolar and reprogramming its polarity, the ventricular lead impedance changed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.